Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detached event on (B)(6) 2025 at site location. Infusion set was used for one day. The insertion site was the upper buttocks. No further information available.